Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The level 1 and 2 qc results were within the specified ranges. No data were provided for the level 3 qc. The alarm trace showed no relevant alarms for the event. The field service engineer inspected the analyzer, checked the water conductivity and voltages, performed successful sample and reagent probe primes, and verified the analyzer's performance with successful mechanism and instrument checks, calibrations, qcs, and patient sample runs. The investigation determined that the specificity of the elecsys hiv combi pt is less than 100%; therefore, single false-reactive results may occur. Product labeling states: "interpretation of the results all initially reactive or borderline samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values < 0.90 are found in both cases, the samples are considered negative for hiv-1 ag and hiv-1/-2 specific antibodies." "Initially reactive or borderline samples giving cutoff index values of = 0.90 in either of the redeterminations are considered repeatedly reactive. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The assay is performing according to specifications.

Event description:
The initial reporter received questionable elecsys hiv combi pt results from two patient samples tested on the cobas e 411 analyzer (rack system). On (B)(6) 2026: the elecsys hiv combi pt result was 1.06 coi (reactive). The hiv duo (IV generation test) using electrochemiluminescence immunoassay (eclia) laboratory method result was 0.768 coi (non-reactive). On (B)(6) 2026: the elecsys hiv combi pt result was 1.49 coi (reactive). This result was deemed a false reactive result; no comparison result was provided.